Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): partial lead was returned in segments: proximal segment length was 8.5 centimeters and medial segment length was 9 centimeters. Primary analysis findings: no anomalies found. The condition of the returned lead allowed for visual examination only: outer insulation cosmetic depression at connector and setscrew marks on is1 pin, rv pin and svc pin were in the correct location.

Event description:
It was reported, approximately five years and eight months post implant, the device recorded non-sustained ventricular tachyarrhythmias 147 times. No noise was found on electrogram. However, a holter electrocardiogram was performed, and lead failure was suspected. Additionally information obtained indicated lead failure as lead conductor fracture, and further noted an abnormal, high impedance value of 7232 ohms. Consequently, lead revision procedure for lead replacement was completed. No patient complications have been reported as a result of this event.